Event description:
"The pt's mother came into the room and found the baby in distress and nothing was alarming." The pt's nurse was also in the room at this time. According to the nurse, "the mother tried to give CPR but was unsuccessful due to a mucous plug". The pt was taken to the hospital and remained hospitalized as pt had a mucous plug. Reportedly, "the hospital will be pulling the trach from the pt ...to let the pt expire". Following the reported event, "the nurse scrolled through the event trace and found several high pressure alarms, low minute alarms, apnea alarms that corresponded to the time of the event, which proved to her that the pt had a large plug".